Manufacturer narrative:
(B)(6). The lot was manufactured may 23, 2017 - may 25, 2017. The device was received for evaluation. A visual inspection was performed and it was noted that the bladder was ruptured. The ruptured bladder was microscopically examined for the signs of abnormality that may have caused the rupture problem with no issues noted. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. This event occurred during filling with an unspecified diluent and before patient use. There was no patient involvement. No additional information is available.